Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported the lead was handed in with a note that said broken lead. No further information was known about this event.